Event description:
It was reported that during use, the marker bands did not appear to be located in the correct position. The device was used during the procedure; however, while it was inserted into the pt, it was noted that the markers did not appear to be on the usual location of the catheter. The device was retracted without incident and another balloon was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned. The investigation is confirmed for the distal marker band dislodging from its original location. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the dislodgement of the distal marker band. The event is likely not manufacturing related as a 100% verification for the marker bland placement is performed and a 100% verification of the correct swage plate used to position the marker band is performed. A 100% qc inspection is performed for marker placement dimensionally at final assembly. The calibration records for the marker band swaging machine were reviewed and the machine was calibrated correctly when this lot was manufactured. The current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.